Event description:
The product is not expected to be returned. The user facility contacted the sales representative to report an increase in infection rates and questioning whether the patient line anti-reflux valve is working properly. No specific information was provided from the user facility. Additional information has been requested.